Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post-op, the implant became loose from its position and was being expelled posteriorly. Hence, on (B)(6) 2018, a revision surgery was performed, during which the implant was removed completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one month after the original surgery, it was noticed that the implant migrated. The patient also reported some leg pain prior to the removal of implant.

Manufacturer narrative:
Product analysis: visual and microscopic examination revealed the spacer has some witness marks on the nose of the attachment point and thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. This type of damage is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.